Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricle (rv) lead. Provocative testing was performed and the noise was able to be reproduced. A revision procedure was performed and the rv lead was capped and replaced to resolve the event. The patient was in stable condition.